Manufacturer narrative:
The complainant was unable to report the device upn and lot number; therefore, the manufacture date and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip would not open and would not fire. The procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.